Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the an occlusion alarm occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer changed the infusion set to address the reported issue.